Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 444 mg/dl. Customer will replace supplies as necessary and resume insulin delivery.